Event description:
The customer reported that the insulin pump delivered 75 units of unwanted insulin after getting a motor error alarm. The customer had initially programmed a bolus, but the bolus was stopped by a motor error alarm. The customer cleared the alarm and programmed the rest of the bolus that he hadn't received. However, the customer claims that the insulin pump continued to deliver the remaining insulin that was left in the reservoir, causing his blood glucose levels to drop to 47 mg/dl. The insulin pump was not exposed to high magnetic fields. Unable to perform the displacement test due to the motor error alarm. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch.